Event description:
This is the third of 3 MDR's for the same product incident. The light center mount separated from anchor plate and dropped onto or personnel and patient causing injury. The report indicated that this patient received bruising on left forearm. Arm x-ray was completed with no evidence of further injury at this time. Product was last serviced on february 17, 2005 per facility administrator.